Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) after approximately 52 months of implant. Elective replacement indicator (eri) had been declared approximately 3 months earlier. It is suspected that both eri and eol were declared by extended charge times. The patient is pacemaker dependent, but has not required any shock therapy or suffered any adverse effects as a result of these observations.

Manufacturer narrative:
A device replacement procedure has been scheduled. Current records suggest that this device remains implanted and in service at this time. This event will be updated if any additional information becomes available.

Event description:
--

Manufacturer narrative:
Analysis of this device was performed at our post market quality assurance laboratory. A review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical build-up of internal battery impedance.

Manufacturer narrative:
Subsequently, this device was explanted, and an attempt has been made to have it returned for analysis. This event will be updated if any additional information becomes available, or if this device is returned to boston scientific.